Event description:
This report is based on information provided by philips remote service personnel and investigated by the philips complaint handling team regarding a v60 ventilator that exhibited an oxygen supply failure alarm. No patient or user harm was reported, and it remains unknown if the device was in use at the time of the event. A good faith effort (gfe) response was received from the authorized service provider (asp) on may 19, 2026, stating that the customer did not provide the device's serial number or diagnostic report (drpt). The asp clarified that the issue involved an oxygen supply failure alarm, which the customer resolved by resetting their central oxygen supply system; no further details regarding subsequent troubleshooting or testing were provided. Because the issue was resolved externally, the device malfunction could not be confirmed, and it has been determined that the most likely cause of the alarm was a fault in the customer¿s oxygen supply system. Consequently, the investigation concludes that no further action is required at this time, though the complaint file will be reopened if additional information is received. The data from this record will be utilized for product quality and safety improvements in accordance with post market surveillance and risk management processes.